Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 19 mm trifecta valve was implanted. On (B)(6) 2016, the patient presented with symptoms. The valve was explanted and a cusp tear was noted. The valve was replaced with a 21 mm trifecta gt valve. The patient is reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded circumferential fibrous pannus ingrowth was observed on the inflow side, which narrowed the inflow diameter, and extended onto the base of leaflets 2 and 3. A tear was observed in the base of leaflets 2 and 3. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the pannus and tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.